Manufacturer narrative:
(B)(4). Batch # m5340f. The analysis results showed that the tx30v device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information requested: what type of procedure was the device being used in? On which firing did this occur? Was the device able to be closed completely, but was misaligned when closed? When firing the device, was the trigger advanced and no staples deployed, or did the device lock out and the firing trigger would not advance? Did the staple cartridge fall into the patient? If yes, was it retrieved? Will it be returned with the device? If no, how was it disposed of? How was the procedure completed?

Event description:
It was reported that during an unknown procedure the anvil did not line up with the opposite side of device, misaligned. Staples did not fire. Staple cartridge slipped out. No further information is known at this time. There was no report of adverse impact to the patient.